Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the guidewire could be passed through the coil lumen without obstruction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician could not get the guidewire down the lumen of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.